Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was having "major trouble" with their ins noting that "it's not working properly." No patient symptoms were reported. No complications were reported or anticipated.